Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the lens positioning altered the corneal astigmatism which caused the unexpected outcome. He stated an additional procedure was performed to rotate the iol. The use of an unapproved viscoelastic was reported. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested 11/02/2011, 11/18/2011 and 11/29/2011 by fax, phone and mail. A completed quality questionnaire was received on 11/22/2011. A completed adverse event questionnaire has not been received. (B)(4).